Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that an infection developed at the patient's lead site. Oral antibiotics were administered to the patient, and on (B)(6) 2023 the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.